Event description:
It was reported to philips that the system failed to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. Upon troubleshooting, fse found that ups battery error. To resolve the issue fse bypassed the ups to boot the system. After bypassing the ups, system was returned to use in good working order. The codes were updated based on the investigation outcome.